Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump had a scratched screen. Review of the device data log noted no stored alarms. Functional tests included use testing. The device was started in application and problems were found with the device double beeping with a cassette attached. The downstream sensor was replaced as well as the scratched screen and clock battery. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump downstream sensor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep for no cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that the pump had screen damage. No adverse patient effects were reported.